Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 469 mg/dl at the time of incident and current blood glucose was 178 mg/dl. Customer treated with manual injection. Customer states the drive support cap appears normal. Customer declined to further troubleshoot for the high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.